Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference number: 9680001-2018-00103, 3005334138-2018-00193. During an atrial fibrillation ablation procedure a pericardial effusion occurred. When ablating the left pulmonary veins the patient's heart appeared to not move correctly on fluoroscopy. An echocardiogram was performed revealing the pericardial effusion. No intervention was required and the patient remained in stable condition. There were no performance issues with any abbott devices.